Event description:
International affiliate reports that as a result of cement migration during a vertebroplasty procedure, the pt is paralyzed. The pt is reported to have had metastatic disease and had a collapse at t5 which had caused pain. It was reported that the bone was very soft from the biopsy that was taken at the beginning of the procedure. The event as reported was not attributed to the device.

Manufacturer narrative:
The event as reported was not attributed to the device. The event that occurred is a known risk of vertebroplasty. At this time, no connection can be made between the reported adverse outcome and any shortcoming of the device or of info supplied with the device.